Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammation ") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and dyspepsia ("digestive problem"). The patient was treated with surgery (removal planned). At the time of the report, the pelvic inflammatory disease and dyspepsia outcome was unknown. The reporter considered dyspepsia and pelvic inflammatory disease to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.